Event description:
It was reported that there was a bottle leak from tank. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received stating that the issue was discovered prior to patient use, during preventive maintenance. No patient involvement/patient harm and no patient harm/adverse event reported.

Manufacturer narrative:
Additional information was received stating that the issue was discovered during preventative maintenance. There was no patient involvement. A1, a2, a4, a5, a6, b5, h3 and h6. Codes: updated. D4 - primary UDI number; corrected. D9: date returned to mfg.: 10/1/2024. One device was received for evaluation. The complaint was confirmed. The cause was a worn gasket. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.